Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model # m-4800-01, serial # (B)(4)). Smartablate generator (model # m-4900-07, serial # (B)(4)). Smartablate pump (model # m-4900-08, serial # (B)(4)). Webster 4 pole with auto ID catheter (model # d-1086-783-s, lot # 17496785m). Soundstar eco catheter (model # m-5723-17, lot #: unknown). (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 450cc was removed from the pericardial space. The patient was stabilized and transferred to the coronary care unit for observation. The patient required an additional 2 days of hospitalization due to the pericardiocentesis. The patient has since fully recovered. The physician did not provide a causality opinion for the cause of this adverse event. No transseptal puncture was performed. The patient did not received anticoagulant during the procedure. The site of injury is unknown. There are no known factors that might have contributed to the event. Generator settings include: power control mode, 35 watts, temperature cut-off 50°c. The power was not titrated during ablation. Irrigation flow setting 30 ml/min. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Manufacturer's ref. (B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.